Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted but not used during the implant procedure. The lead was difficult to place in the right ventricle. It was noted that tissue was around the helix and may have contributed to the placement difficulty. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that there was an observation with the monolithic controlled release device that contains the steroid. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analysis noted that there was no tissue on helix. But found the mcrd was deformed, and it is likely the caused for the complaint of placement difficulty. The proximal conductor kink was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.